Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0. H3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced. A total of seven perc pen spine reference trays, two navigation systems, and two imaging systems were tested, involving 56 spins in total. All navigation instruments were retrieved from spd for evaluation. Both imaging systems and both navigation systems were tested on both sides of each imaging system, using the seven spine reference sets regularly used by the surgeon with the perc pen. Testing was designed to replicate the surgeons typical workflow by placing a 16-gauge spinal needle into the spinous process of a spine model and comparing navigation accuracy against both the spinal needle and the model itself. Each spinal reference frame set was tested eight times, providing a solid baseline for determining which sets performed better based on repeated trials. Overall, all equipment tested within acceptable accuracy limits, with a few important exceptions. Three specific pointers demonstrated consistent inaccuracies when the sphere closest to the tip of the pointer was covered. In these cases, navigation accuracy shifted inferiorly by 1¿5 mm, mirroring an inaccuracy previously observed during one of the surgeons cases. If the bottom sphere remained visible, accuracy was maintained. After each imaging system spin, each sphere was sequentially covered to monitor shifts, and notes were recorded for each pointer, identified by part number. It should also be noted that other instruments tested such as the trackers and the navigated drill did not show any inaccuracies. The 16-gauge spinal needle used for accuracy testing can move easily, which may introduce variability. The surgeon often performs lateral cases; due to camera positioning, patient orientation, and pointer placement, the bottom sphere was most likely to be blocked first in these scenarios. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon had lost trust in this system regarding accuracy while navigating. While performing surgeries in spine procedure, dr. (B)(6) would experience inaccuracy while verifying via a 16g needle in the spinous process. During surgery, surgeon was unwilling to verify via ref frame. Specific date of surgery where inaccuracy experienced unknown. Cases (B)(4) for additional details regarding workflow of this surgeon. Suspected workflow related issues. Navigation was aborted. There was less than an hour delay in the procedure. No impact on patient outcome. Additional information was received. It was reported that the inaccuracy was 5mm inferior.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The application logs were reviewed and it was identified one session on the incident date, involving a spinalfusion procedure. The workflow alternated mainly between "imageacquisition / acquireimages" and "navigation / navigation" tasks, with occasional transitions to "instruments / instruments" and other containers. There were 12 transitions to the "navigation / navigation" task, which indicated repeated cycles of image capture followed by navigation throughout the procedure. Infrared interference errors were observed multiple times in the logs. No log evidence was found to explain the auto-registration inaccuracy, and no errors were observed. Based on available information, movement of anatomy relative to the frame during screw placement was suspected, though this could not be confirmed. Codes: b01, c19, d15 h2) please see section 9 for when the application logs were available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.